Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the synchron lxi 725 system. The erroneous results were released out of the laboratory and questioned by the physician as the values did not correlate with the patient¿s clinical status. The physician requested the patient¿s sample be tested for heterophile interference. The patient was admitted to the catheterization laboratory and underwent a cardiac catheterization procedure ¿ no remarkable findings were identified. It is unknown if admitting to the catheterization laboratory was due to the erroneous results. There has been no report of current patient outcome. The patient¿s samples were collected in lithium heparin plasma tubes and centrifuged at 3,500 rpm (rotations per minute) for seven minutes. There were no sample integrity issues noted. Quality control (qc) and system checks passed within specifications at the time of the event. The customer supplied beckman coulter with the patient¿s samples for further analysis.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the event is unknown.